Manufacturer narrative:
The reported events of "capsular contracture, baker grade unknown" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and "periprosthetic fluid". Device has been explanted.